Manufacturer narrative:
Retention device testing. Summary of results: controls no: 25miu/ml hcg control urine, urine or serum lot: 0612543. Controls no: 100miu/ml hcg control urine, urine or serum lot: 0612545. Controls no: 500iu/ml hcg control urine, urine or serum lot: 060630r. Controls no: 220.82iu/ml hcg controls urine, urine or serum lot: 080328. Summary of results: the retention tests met our qc specification. Corrective positive results were obtained when tested with 25miu/ml hcg, 100miu/ml hcg, 500iu/ml hcg, 220.82iu/ml hcg urine control. No false negative phenomena were observed. Probable root cause: as we could not get detail info for our questions, the probable cause has been undetermined so far. Conclusion: from our testing, all the results were fine. So the complaint is not confirmed.

Event description:
Discrepant (-) urine. Discrepant (-) urine was observed on a postpartum patient who was breast feeding in '08. No other qc was done and an iud was inserted. Patient returned at approximately one month later, stating she had done a home pregnancy test and got a positive result. A second icon 25 hcg was done and results come back (+) positive. An ultrasound was done and showed the patient to be approx 5 weeks pregnant. The doctor calculated the pt would have been at least 17 days pregnant on the day of initial icon 25 hcg.